Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered that the right ventricular lead was oversensing noise. No changes or intervention were reported. The patient condition was stable.